Event description:
It was reported that during follow up far field r waves were oversensed on the atrial channel. Technical services observed the atrial channel intermittently detected ventricular events prior to the ventricular channel. Reprogramming was recommended.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.